Event description:
This (B)(6) pt was using a screw driver when he felt a pop and severe pain on the right shoulder. The pt had a reverse right shoulder prosthesis 3 years ago. X-ray on (B)(6) 2008 showed broken screws on the glenoid component. Revision of reverse right shoulder prosthesis was completed on (B)(6) 2008.